Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was gained via the right radial artery. The target lesion was located in the calcified left anterior descending artery. The lesion was pre-dilated with a 2.5x10mm and 3.0x15mm non-compliant balloon catheter. The 3.0x32mm promus element stent advanced; however, due to the calcification of the lesion the promus element stent could not cross the target lesion and stent damage occurred. The 3.0x32mm promus element stent was removed from the patient and the procedure was completed with poba. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted stent damage. A stent strut on the first proximal row was raised from the balloon and misaligned. This type of damage is consistent with some form of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was gained via the right radial artery. The target lesion was located in the calcified left anterior descending artery. The lesion was pre-dilated with a 2.5x10mm and 3.0x15mm non-compliant balloon catheter. The 3.0x32mm promus element stent advanced; however, due to the calcification of the lesion the promus element stent could not cross the target lesion and stent damage occurred. The 3.0x32mm promus element stent was removed from the patient and the procedure was completed with poba. No patient complications were reported and the patient's status is stable.